Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: date of report, expiration date, date received by manufacturer, additional 510k numbers: k011028, k013227, checked "follow-up", checked follow-up type, device evaluation checked "yes", device manufacturer date, entered evaluation codes, added manufacturer narrative. The reported product was returned for investigation. Based on the evaluation, device malfunction has not occurred and the reported events (infection, bone loss) could not be verified, as the exact details of device usage and the patient¿s anatomical conditions were unknown. Also, no x-rays were provided for the reported events. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number for similar cause and one other complaint was identified. A root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information provided.

Manufacturer narrative:
(B)(4). Additional 510(k) numbers are k011028 and k013227.

Event description:
Doctor reports that the patient developed peri implantitis around implant tsv6h10 in tooth site # 15. The implant was removed.